Manufacturer narrative:
The complaint product was returned for eval and found to meet specifications. The mfg investigation is not complete. Upon completion of the investigation of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
This is the second of two reports on the same pt involving two product lot numbers. Refer to medwatch 2648694-2011-00003 for a description of the first report. It was reported by the distributor on a return form that the solution in the contact lens vial gave the pt an eye infection. Additional info received on (B)(6) 2011 from the distributor indicates no further info is available. The distributor is unable to determine which store location returned the product for credit.